Event description:
At approximately 17 months post-operatively, two broken pedicle screws were identified at the s1 vertebral level of a two-level pedicle screw construct. A surgical procedure was performed to remove the affected hardware.